Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The information stored directly on the battery integrated circuit was e valuated. This showed the vimr, voltage imbalance at rest, bit set to fail. There were no visual abnormalities noted. A knocking noise was heard during initialization. After taking apart the handle, the articulation motor was found to be loose. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. Voltage imbalance at rest only occurs when the current draw on the battery is low enough to be considered at rest. This is defined in our battery gg file as less than 10 ma. As a result the system will fail safely either during sleep mode or on the charger and poses no patient safety risk. Therefore, no corrective actions are warranted at this time. Additionally, the investigation detected an unreported condition of loose motor screws that has no relationship to the reported condition. The rear handle housing was removed as part of the investigation of the reported condition. During that investigation it was discovered that the articulation motor screws had become loose allowing the motor to move around. The connection between the motor output shaft and trilobe coupler was not impacted. The root cause of the observed condition was determined to be a result of a manufacturing activity. It was determined that the thread locker applied to the screws was not activated properly. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter prior to a procedure the handle displayed an error.